Manufacturer narrative:
Product analysis: there was a detachment on the transition tubing immediately proximal to the guidewire entry port. The transition tubing material was stretched and jagged at the detachment site. The transition tubing was kinked and stretched proximal to the detachment site. There was a kink on the distal shaft 3.3cm distal to the detachment site. Kinks were visible on the hypotube. (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a moderately calcified and tortuous proximal rca lesion exhibiting 80% stenosis. No damage was noted to the device packaging and no issues noted removing the device from the hoop tray. The device was inspected with no issues noted. Negative prep was performed successfully. The physician pre-dilated the lesion. During the procedure, the device did not pass through a previously deployed stent. No resistance or excessive force used during delivery. It was reported that the stent was delivered with no issues. Sufficient time was given for the balloon to deflate prior to removing the device from the patient. During removal of the delivery system, over the wire, separated breaking into two pieces near where the wire exits the rapid exchange segment. One piece of the broken stent catheter was removed upon pull back out of the body and the other detached piece of the stent catheter remained in the guide catheter and when the guide catheter was removed from the body the remaining piece was taken out of the guide catheter. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.